Manufacturer narrative:
During the investigation of a similar case in 2016 maquet got new investigation results and decided on 2016-07-15 to initiate a field action for this issue. The product in question was manufactured before initiating corrective actions. Probably frequent overload or rough handling (e.g. Because of collisions) led to the breakage. The breakage was possibly promoted by a not optimally executed weld joint. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the fixture broke when they set up for a case. (B)(4).